Event description:
Reportedly, during follow-up of (B)(6) 2012, pacemaker battery impedance was 3,56 kohms and residual longevity displayed by the programmer was approx 15 months. A new follow-up was scheduled on (B)(6) 2012, and battery impedance was 9,79 kohms. On (B)(6) 2012, the elective replacement indicator had been reached and pacemaker was explanted. The customer requests an explanation as for why eri was reached in (B)(6) 2012, whereas residual longevity indicated by programmer was 15 months in (B)(6) 2012.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.